Event description:
It was reported in american journal of neuroradiology that the patient experienced an asymptomatic thromboembolism associated with the procedure. No other information was provided.

Manufacturer narrative:
Event date exact date is unknown but all the patients with matrix coils implanted were treated between (B)(6) 2006 and (B)(6) 2008. Conclusion: other for anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Thromboembolism is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.